Event description:
When I went to pull it [tampon], the string was all falling apart, and I was just left with one piece of string [device breakage]. Case narrative: consumer reported via phone that the tampon string was falling apart. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
When I went to pull it [tampon], the string was all falling apart, and I was just left with one piece of string [device breakage] . Case narrative: consumer reported via phone that the tampon string was falling apart. No injury was reported. Follow-up 20-may-2026: product investigation result: no manufacturing cause was identified based on investigation. No injury was reported.

Manufacturer narrative:
20-may-2026 product investigation results: no failure could be identified as a result of the investigation.